Event description:
It was reported the lead demonstrated a high impedance measurement and several low impedance measurements. It was determined the insulation of the lead was fractured. The lead remains in use and a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).